Event description:
It was reported that during an esophagectomy procedure, the hand switch did not function properly. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that the device was returned in good physical condition. The device was tested with a generator and was functional. The hand switch assembly buttons worked as intended. There were no anomalies noted with the functionality of the device. The batch history records were reviewed with no anomalies noted during the mfg process.